Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker implant surgery. During the procedure, it was seen the right ventricular lead was failing to capture and had low r-wave sensitivity. While repositioning, the helix could not re-extend. The lead was explanted and replaced. The patient was reported stable.

Manufacturer narrative:
Additional information: d10 a complete lead was returned in one piece measuring 57.9 cm. Analysis was completed to find the cause of the reported event of helix would not extend was isolated to the helix being clogged with blood/tissue. The lead was otherwise normal.